Event description:
It was reported that a patient underwent a sling procedure on an unknown date. Two weeks following the procedure, the patient experienced groin pain about 4cm from the pubic site. The pain was unrelieved with nsaids and antibiotics. The patient was prescribed lyrica and an MRI was ordered. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.